Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted total gastrectomy. According to the reporter: following application, it was difficult to remove the device. Eventually, the device was removed, and the pt's esophagus was partly torn. When the tissue ring was checked, it was thick and uneven. Add'l manual suturing was done. There was no bleeding and nothing fell into the pt cavity; however, the operative time was extended more than 30 minutes.